Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon had fired four clips across the cystic duct and the next three clips fired were malformed. They removed the clips and used another clip applier of a different product code to complete the procedure. There was no patient consequences reported. The clips and the device are returning for analysis. It was stated that there was no unusual force required when firing and no cholangiogram used during the procedure. No unusual noise was reported. The surgeon has been using this device for a long period of time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. A bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the device was cycled and it fed and formed five scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.